Event description:
Additional information received. There was no resistance during advancement, but severe kinking occurred during deployment.

Manufacturer narrative:
Update b5, d9 product analysis as found condition: the pipeline flex pusher and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: the pipeline flex distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The pipeline flex braid was already detached and not returned for analysis. No damage or irregularities were found with the phenom-27 hub. The phenom-27 micro catheter body was found kinked at ~21.0cm from the distal end. No damage or irregularities were found with the distal tip or marker band. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed, and water was found to exit the distal end. An in-house 0.026¿ mandrel was inserted into the phenom-27 hub, through the micro catheter body and became stuck at the kinked location. Conclusion: based on the returned device, the customer report of "failure/incomplete to open at middle section (hourglass shape) " and "pipeline damaged during delivery/retrieval" could not be confirmed as the braid was not returned. Possible causes of failure to open include, but not limited to, patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The customer indicated that vessel tortuosity was normal/moderate, devices were prepared per IFU, continuous flush was used, and unopened section was in a vessel bend. It is possible reported position of the pipeline in the vessel bend contributed towards the failure to open. The customer report of ¿catheter resistance during device delivery¿ and ¿resistance/stuck during delivery¿ were confirmed as resistance was encountered at the kinked location. Possible causes for catheter kinking include, but not limited to, patient vessel tortuosity, guidewire/delivery system removed aggressively, catheter entrapment, or user advances/retrieves the device against resistance. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex encountered resistance with a phenom catheter. The patient was undergoing aneurysm blood flow diversion device implantation surgery. It was for treatment of an amorphous, unruptured right internal carotid artery aneurysm in the cavernous sinus segment. It has a max diameter of 17 mm and a 14 mm neck diameter. The landing zone is 3.3 mm distally and 4.19 mm proximally. It was noted the patient's vessel tortuosity was normal/moderate. The access vessel was the femoral artery with a normal diameter. The angiographic result post procedure was a right internal carotid artery occlusion. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. It was reported that the stent did not open properly. The surgeon adjusted it by increasing and decreasing the tension, opened the p roximal end of the pipeline, and deployed it. After deployment, the microcatheter was pushed to go higher, the stent catheter was retrieved, and balloon post-dilation was attempted. The surgeon continued pushing the microcatheter to go higher, but the pipeline ret racted, kinked, and became stuck, leading the surgeon to occlude the blood vessel. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline, catheter, and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that vascular tortuosity was reported as both "normal" and "moderate." The cause of the event was not determined. The pipeline stent experienced kinking, and the balloon could not be expanded, which led the surgeon to occlude the blood vessel. No resistance was mentioned in the doctor's description. A continuous saline flush was administered and maintained as indicated in the IFU. No damage was observed on the pipeline pushwire or catheter. The section of the pipeline that did not open was the middle portion, and this unopened segment was placed in a vessel bend. Attempts were made to retrieve, wiggle, and adjust tension (both increasing and decreasing), but the stent could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.